Manufacturer narrative:
Device has not been returned. Device evaluation for the reported issue of b30 scope communication error is done based on historical records. This supplemental report is being submitted to provide this information. Please see the updates in sections: g4, g7, h2, h3, h4, h6, and h10. The device history record review confirmed that device there were no abnormalities, special adoption, or variations in manufacturing. It is likely that the root cause of the issue is user handling. It is possible that it occurred due to the presence of foreign matter such as the remainder of water or chemicals adhered to the electric contact of the scope connector. The instructions for use (IFU) troubleshooting guide includes for the b30 error: code: b30 error message: scope communication err (b30) possible cause: foreign objects, such as detergent remnants, hard water residue, finger grease, dust, and lint are on the electrical contacts. The video system center cannot communicate with the endoscope. Solution: wipe the electrical contacts on the endoscope connector using clean lint free cloths moistened with 70% ethyl or 70% isopropyl alcohol and completely dry them. After drying them, connect the endoscope to the light source. Stop using the endoscope and contact olympus.

Manufacturer narrative:
There is no additional event information available as yet. The device is not returned, as such a definitive root cause of the reported complaint cannot be determined at this time. Supplemental report(s) will be filed as the information becomes available.

Event description:
As reported for this event, during preparation for use, the b30 scope communication error code was observed for the device. There was no patient involvement.